Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6), 2006.according to the complainant, post-procedure, the patient underwent repair surgery in 2008.all other information is unknown and unavailable.